Event description:
It was reported that a cadd-ms® 3 ambulatory infusion pump started beeping and an error message on the screen "system fault - call for service" was displayed on the screen. No patient injury reported.